Event description:
It was reported that a user experienced hyperglycemia while using a teflon 23-inch infusion set with the ilet system after announcing a meal; glucose rose to 315 mg/dl and remained above 180 mg/dl for approximately five hours before returning to range without backup therapy. Symptoms included elevated blood glucose without ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included no need for medical intervention, hospitalization, or assistance from others. Investigation included troubleshooting and user education regarding infusion set function and potential contributors to postprandial hyperglycemia. Investigation of this case revealed that the device delivered insulin and the infusion set was functioning, and the event was consistent with a probable high-carbohydrate meal as the precipitating factor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.